Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Additional information: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The patient also had another valve implanted. Device not returned.

Event description:
The customer stated that on (B) (6) 2009 at approx 12:30 pm, the spo2 lower limits for bed # (B) (4) were violated and the mp70 monitor did not alarm.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. A device was also expanted in late 2004.